Event description:
The customer is currently off the pump and using manual injections to treat high bgs. It was indicated that the paramedics assisted the customer while in school for low bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer is uncomfortale with getting back on the pump. It was indicated that the customer experienced low bgs two weeks ago while connected to the pump. The customer was off the pump for a week and when back on the pump, customer experienced low bgs again. A replacement pump was requested.